Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump failed for over-infusion of approximately 100% in the med surg department. The customer reported that there was no patient injury and was not aware otherwise. Nursing personnel reported that an infusion of clindamycin at a programmed rate of 200 ml/hr and 100 ml volume to be infused, was delivered in 15 minutes rather than 30 minutes. The customer performed a flow rate test per the preventive maintenance procedure and the device met specifications for flow rate accuracy.